Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, (B)(4) is approximately 3 years 8 months old. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device per dealer has been for general wear & tear, arm pads, cables and tires. Joystick was replaced (B)(4) 2011. Consumer advised dealer during a recent visit for a shroud that the chair, when turned on, would go immediately to speed level 3 of 5 possible speeds. This incident repeated for the dealer, who stated that the movement was jerky & erratic. New joystick has been ordered for replacement. Consumer is still using the power chair and is fully aware of the potential for injury.

Event description:
Customer alleged speed bar that goes in five increment jumps up to the third increment. (B)(4). No injury alleged.